Manufacturer narrative:
The liquid embolic material was not returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no allegation that the liquid embolic material was defective or that a malfunction occurred during the procedure. The ischemic event may have been caused by hemodynamic changes induced by the embolization. However, the exact caused cannot be determined. There is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report of colonic ischemia event during trans-ileolumbar type ii endoleak embolization procedure. Linked event: (B)(4).